Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained device shows that the locking mechanism is jammed. The exact reason causing the reported problem is undetermined. Careful following to the instructions for use and maintenance would prevent such kind of problems. The lot number has been provided, a review of the device history record is not yet available.

Event description:
Tensioner could not function during usage. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The doctor fixed the distal femur plate for the oblique femoral shaft fracture and then used 5 cables to fix the plate. He smoothly made the tension for the cables but from the 4th cable the tensionar could not function. After the operation the doctor washed it with saline solution however, it still malfunctioned.

Event description:
It was reported that the doctor fixed the distal femur plate for the oblique femoral shaft fracture and then used 5 cables to fix the plate. He smoothly made the tension for the cables but from the 4th cable the tensionar could not function. After the operation the doctor washed it with saline solution however, it still malfunctioned. This is report 1 of 1 for complaint (B)(4).